Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was observed during eval. The alarm was caused by a missing upper link switch trigger on the upper auxiliary. The upper auxiliary assembly (including the upper link switch) was replaced.

Event description:
During baxter's eval it was found that a spectrum pump had a door not fully latched alarm. There was no pt involvement.